Event description:
It was reported that the lead warning triggered for low impedance measurement in the right ventricular (rv) defibrillation impedance. It was also reported that no intervention was performed; the patient is being followed and no additional low impedance measurements have been noted. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - low resistance/impedance. One - patient alert for out of tolerance subthreshold lead impedance on (B)(4)-2011 15:00:05. Daily pace lead impedance trend data shows a spike decrease for defib active can on impedance= 41 to 3 ohms min between (B)(4)-2011, then returning to a baseline of 43 ohms on (B)(4)-2011.